Manufacturer narrative:
Unit received with cracked and bleeding lcd. Unable to perform displacement test due to cracked and bleeding lcd glass.

Event description:
Customer's father reported via phone call that insulin pump screen was cracked and no display. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.